Event description:
Patient has a history of fibrosis associated with nickel allergy and pain in his right knee. On (B)(6) 2023 the patient underwent revision surgery during which this porex-coated knee system was implanted with uhmwpe distal femoral and proximal tibial augments. Imaging reveals fractured distal femur cement mantle exposing the augments. Revision surgery is planned pending availability of parts to be provided under compassionate use ((B)(4)).